Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was difficulty inserting the left ventricular (lv) lead due to patient anatomy and it was noted the lead dislodged after slitting the delivery catheter on four attempts. The lv lead was not implanted. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No patient complications have been reported as a result of this event.